Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D10: concomitant medical product - correction. G3: date received by manufacturer - correction. H2: correction. H6: investigation findings -correction.

Event description:
Subsequent to the initial MDR, a correction is required.